Event description:
The customer reported unit powers down almost immediately after ac power is removed due to the battery failing to charge. No patient harm reported. Request for patient information was declined.